Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that the adhesive of the objective lens was peeling due to deterioration caused by chemical or physical stress. Additionally, a chip was observed on the adhesive of the bending section cover due to chemical or physical stress. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Lastly, a scratch was observed on the bending section cover and on the protector of the universal cord on the scope connector side. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset endoeye flex deflectable videoscope to the service center. During a standard inspection and estimation of the returned device, the adhesive of the objective lens was peeling. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling of adhesive of the objective lens was caused by stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the following warning. 4. Inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5 carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. Figure 3.3 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Figure 3.4 7 inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. Figure 3.5 8 wipe the video connector, including the electrical contacts, using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean.¿ olympus will continue to monitor field performance for this device.